Event description:
A call to technical services was made on 3/21/2013 stating that this lead could not be implanted. As per representative, they had difficulty implanting the lead due to patient anatomy. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).